Event description:
It was reported that the patient presented to the emergency room (ER). Upon review, the right ventricular lead exhibited noise leading to over-sensing and inappropriate shock. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Event description:
It was reported that the patient presented to the emergency room (ER). Upon review, the right ventricular lead exhibited noise leading to over-sensing and inappropriate shock. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.